Manufacturer narrative:
(B)(6). Patient country: germany.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that on (B)(6) 2024 the patient faced a infusion set cannula was bent. The site of location is abdomen. The infusion set long for one day and cannula was used on insertion site for first day only. The patient also change its position upright when infusion set is inserting. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.